Manufacturer narrative:
Siemens conducted a thorough investigation that shows in general only the electron mode was affected and the photon mode worked properly. The electron chamber of the linac was defective and as such, symmetry and flatness interlocks occured for electron treatments. Disabling the beam profile interlocks by setting swi & fwi to 100.0 cannot occur on its own. It is assumed that the respective soft-pod values were manipulated by the user in a such a way that the irradiation of electrons was possible without flatness/symmetry interlocks. As a consequence, the dose monitoring system was not working properly for electron treatments. The system worked as specified as it prevented electron irradiation when the electron chamber was defective by producing interlocks. The defective part was replaced, which is normal procedure for such a service issue. The system was brought into specification and no further corrective action is initiated.

Manufacturer narrative:
Investigation is on-going. A supplemental report will be submitted if more information becomes available.

Event description:
It was reported that a siemens service engineer (cse) was onsite to perform an update of the system on (B)(6) 2017 when the onsite physicist complained about too low of a dose rate persisting since (B)(6) 2017. When checking the system parameters, the cse found that an unauthorized person had changed the softpot values for the parameters swi and fwi at the l page (dose set 1, page 2). Parameters had been set to 100 but they should have been set at maximum 3.0. After the cse corrected the values the system displayed flatness/symmetry interlocks. The cse detected that two segments of the electron chamber were defective. This was the reason the system displayed the interlocks and prevented further use of the electron mode. The cse reported that an unauthorized person must have tampered with the system in such way that the aforementioned safety interlocks would no longer be displayed. The customer reported that approximately fifteen (15) patients per day had been treated with this configuration since (B)(6) 2017 however it could not be determined when the incorrect value for the parameters swi and fwi were actually set. There is no report of mistreatment or injury to a patient. (B)(6).